Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited a lead safety switch due to a high out of range pacing impedance measurement of greater than 2000 ohms. No changes were made and the pacemaker remains in service. No adverse patient effects were reported.